Event description:
The customer stated that the insulin pump was unable to prime and insulin was squirting out. The customer stated he was connected during the anomaly and the customer's blood glucose dropped to 38 mg/dl during the phone call. The customer called back stating he was treated by the paramedics due to the low blood glucose episode.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage found in the force sensor. Unable to perform further testing due to the prime anomaly.